Manufacturer narrative:
Concomitant medical products: sec tubing, 500 ml baxter bag (B)(4) lot y224519 exp may 18 0.9% sodium chloride injection; 150 ml baxter bag dr16k28050 lot 288011 calcium gluconate 2g 20 mg per ml. Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s complaint of an over infusion was not confirmed. However, during testing the secondary infusion was observed back flowing into the primary IV bag which could be perceived as the secondary infusing faster than expected or an over infusion. No anomalies were observed on the set during visual inspection. Functional testing performed on the returned lvp found the device operating within specifications. Additional testing was performed on the administration set¿s check valve by the supplier. The supplier identified foreign material affixed to the check valve diaphragm. The foreign material was identified as calcium carbonate which is not used in the manufacturing of the check valve. The root cause was not identified.

Event description:
The customer reported a calcium gluconate infusion, (2 gm dose in 100 ml), rate of 100 ml/hr, infused faster than expected in approximately 5 minutes. No patient harm was reported. Mw: ¿rn (B)(6) 2g calcium gluconate at 1611. Calcium was placed on existing tko line on a channel that had been used on the patient for at least 2 days. The patient was scanned, the medication was scanned, the pump was scanned, the order was sent from the mar (medication administration record) to the pump with the correct rate of 100 ml /hour and volume to be infused 100 ml. The pump was then started. I turned the patient with another nurse and looked up approximately 5 minutes later at my IV pump and noted the calcium bag seemed to be dripping at a rate much faster than 100 ml/hr. I reexamined the pump and confirmed the rate was sent to 100 ml/hour and that was displayed. This was confirmed with another rn. I looked back and the calcium bag and the entire bag had been given to the patient. The pump volume to infuse said the bag should still contain 87 ml of fluid when realistically 110 ml of fluid had been infused. The patient suffered no ill affects, but had this been a potassium supplement or any of my other drips (amio, heparin, norepi) this would have been very detrimental to the patient. The entire pump and was taken out of the patients room and marked for biomed to look at. This is the fourth similar event at this facility with these devices. The manufacturer was contacted and is aware of some of the previous events.¿